Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports:0001825034 - 2018 - 00282 .medical devices:010000934 g7 hi-wall e1 liner 36mm d lot 6126157;00880304527096 g7 screw 6.5mm x 30mm lot 6130822;010000997 g7 screw 6.5mm x 20mm lot 3974202;010000926 g7 hi-wall e1 liner 32mm d lot 3602595.report source: foreign. The event occurred in (B)(6).the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a procedure that the surgeon tried several times to impact the liner to the cup, the liner would not seat with the cup. The surgeon used a different liner with similar results. The procedure was completed with the third liner opened. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified the scallops have been damaged and an indentation runs around the outside of the scallops. This is likely caused due to an attempt to impact the liner with the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.